Manufacturer narrative:
Findings: pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery alarms noted. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.(B)(4).

Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 257 mg/dl. The customer has been experiencing high blood glucose of 6 months since receiving pump. The customer blood glucose kept on escalating 600 mg/dl. Customer was treated with pen and now down to 311 mg/dl. The customer was experiencing symptons of stomach hurts and small fever. After the troubleshooting was done, customer was advsied that device would be replaced. Customer declined high pressure test since he knows the device can give no delivery alarms.